Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: it looks like these needles have multiple problems such as ill fitting needles that allow for leaking and needles that are supposed to be hollow but are not.

Manufacturer narrative:
Based on the information available to us, we were not able to confirm the event, and determined that: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the physical sample was not provided the root cause and corrective actions could not be identified. If a sample is received in the future, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. All information received will be used for further tracking and trending purposes.